Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter record received. Claim letter alleges injury, pain, disfigurement and attune tibial base loosening, debonded at cement implant interface. Cement manufacturer used was unknown. Doi: (B)(6) 2015. Dor: (B)(6) 2016. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> device history reviewed on 04 feb 2020. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 apr 2017. There were no anomalies identified for the manufacture of this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.